Event description:
It was reported the patient had burning pain around the unit that was likely caused by positional changes. The burning pain would last for about 10 to 15 seconds and would come and go. Pain was rated as a 3 on a scale from 0 to 10. It was noted reprogramming was done because electrode three had out of range impedances even though the electrode was not activated. The patient was to see if they could determine a correlation between daily activities and burning sensation. The event was noted as ongoing. Additional information noted the etiology was noted as stimulator pocket.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3889-33, lot# v579919, implanted: (B)(6) 2011, product type: lead.

Event description:
Additional information received reported that the etiology was neurostimulator.

Manufacturer narrative:
Device returned but analysis had not yet begun.

Event description:
Additional information received reported the adverse event was "very mild" and the patient was not bothered by the pain. The implantable neurostimulator (ins) was removed and returned for analysis. It was noted there was normal battery depletion and the reason for explant was end of battery life. The patient recovered without sequelae.

Manufacturer narrative:
Analysis of the neurostimulator found no significant anomalies.

Event description:
Additional information received reported that the etiology was new illness, injury.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Additional information reported the etiology was a technical observation and the event was considered resolved without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.